Manufacturer narrative:
Device passed displacement test. However, unit alarmed a33 during basic occlusion test due to loose and protruded drive support disk noted. Unable to perform prime/a33 test, occlusion test and excessive no delivery test due to a33 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had compromised force sensor system alarm. Customer stated that drive support cap was projected. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.